Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06047. It was reported that in-stent restenosis occurred. The target lesion was an in-stent restenosis of a previously implanted synergy stent located in the proximal right coronary artery. A 2.00 mm x 12 mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation, the pressure no longer increased and the balloon ruptured inside the stent. The device was removed from the patient and the procedure was completed with a threader balloon catheter. No patient complications were reported and the patient's status was stable.